Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
A report was received by the service center that a single use mechanical lithotriptor v basket (bml-v442qr-30) lot number 92k, became stuck during a procedure. The physician was performing a lithotripsy and using the device to crush the stones when the lithotriptor basket became stuck. The physician was unable to retrieve the basket using the emergency lithotripter handle to remove the basket. An unspecified intervention protocol had to be implemented to retrieve the basket. It was reported there was no patient harm.